Event description:
Customer reports that they were in a diabetic coma and were taken to the hosp. Upon arrival at the hosp, a blood glucose result of 20 mg/dl was rec'd on an unknown brand of meter. An intravenous treatment was administered to customer in order to stabilize blood glucose levels. Customer had not taken a glucose test immediately prior to hospitalization - however, customer reports that she based her insulin dosage on her glucose results, and for an undetermined amount of time her meter had been set to the incorrect unit of measure.